Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (pain stimulation implantable pulse generator) experienced a constant tingling sensation in the back that extended to the leg. There was an irregularity in the device intensity settings, as the intensity was set to 4.2 but later showed 5.2. Programs were not appearing in groups b and c of the device, and in group a, programs were not visible except for program 1, which was confirmed to provide stimulation. The issue had been occurring intermittently for the last six months. The patient was redirected to their healthcare provider to further address the issue.